Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had keypad unresponsive and frozen screen. The customer stated the pump stopped working and the screen froze. Customer stated this occurred during a set change. Customer can't get it to turn on. The customer declined troubleshooting. The customer's blood glucose was 100mg/dl.